Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Analyst commented, episode of t-wave oversensing (twos) identified leading to inappropriate shock. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), while trying to move a car the patient got a shock. The reason for shock is inappropriate detection of ventricular fibrillation (vf) due to t-wave oversensing. It was also reported that the ICD t-wave discriminator did not work at all. Diagnostic testing/troubleshooting was performed, the ICD settings were reprogrammed, and the device remains in use. No further patient complications have been reported as a result of this event.